Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction removal number: z-0956-2020. (B)(4). S/w 3.18e. Not in manufacturing mode. Unit received with minor scratched lcd window, scratched display window cover, cracked keypad at select button, stained keypad overlay, cracked retainer and scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Complaints text (B)(6) 2018 12:51:08, pereza137 cust called because she did not receive a return envelope for the pump to be returned, edited the RMA to add the le. Complaints text (B)(6) 2018 08:24:05 erp_rfc_user related svn (B)(4) complaints text (B)(6) 2018 08:23:53 mollaa1 correction ship: 1 mmt-1780k complaints text (B)(6) 2018 08:21:26 mollaa1 initial notes: cust sts select button on pump is cracked. Inquired what led up to the complaint. Customer response: cust sts select button on pump is cracked. Cust is not sure how damage to pump occurred bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: unk (general wear/tear). 3. Location of the damage is: select button. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: advd will rpl pump. Advd will ship prod via upr/sig required to home address. Advd travel loaner program is currently suspended (due to inventory). Additional notes: confirmed cust uses silicone case w/ pump. Cust inqd about travel loaner program. Ship: 1 cs box white, 1 mmt-1780kpk / return: 1 mmt-1780kpk.